Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced multiple abdominal infections and has undergone four hospitalizations and three surgeries. Additional information has been requested.